Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and discussed stored episodes as well as available device settings. X-ray imaging was performed. Troubleshooting was performed and the device was reprogrammed. No further events have been reported since. This electrode remains in service. No additional adverse patient effects were reported.